Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen 1500 mcg/ml at 640.5 mcg/day and dilaudid 1..5 mg/ml at 0.6405 mg/day for spinal pain. The patient¿s daughter was calling about recalls on the pump. The patient had ¿huge neurological changes¿ (unknown event date). They thought the pump was malfunctioning due to the following issues: health declining, overdosing/withdrawing, seizures (past few months) and the patient had seizures after waking up from a coma, but had seizures prior to when the coma occurred., went into a coma for 8 hours, the patient ¿presented as a brain bleed in coma¿ but the patient woke up, migraines for almost two months, altered mental status, pupil changes, could not feed herself, the patient could not lift a glass, was on oxygen, the patient was lucid, and temperature changes from 98.2 to 96 ¿ and had to put the patient in a bear hug, ¿spasming super bad¿ (at the end (B)(6) 2018), the patient ¿could barely transfer¿, oxygen saturation was bad, possible urinary tract infection (uti), the patient had gotten worse, and had confusion/issues with dilaudid. It was noted the patient ¿was a spinal cord injury.¿ it was further reported the patient just had an MRI and was in the hospital. The caller would talk to the healthcare provider (hcp) tomorrow about recalls. The patient had a ¿pumpogram,¿ myogram, cta, eeg, lab work, dye study, interrogated the pump, and MRI and they confirmed the pump was okay. However, the caller knew something was going on. Physician listings were being sent as well as information on recalls. The patient had gone to the hospital and emergency room (ER) and the patient was taking oral baclofen and mentioned the patient may have a uti. The patient¿s status had ¿gotten way worse.¿ it was noted they did not want the pump removed and the current managing physician did not put the pump in, only refilled the pump. It was noted they took a cerebral spinal fluid sample. The caller also asked if the dye study would test to confirm if the patient had a granuloma (however, the caller did not allege that a granuloma was an issue for the patient.¿ the concentration of the dilaudid was decreased and the concentration of baclofen was increased on (B)(6) 2018. The dilaudid was increased to 0.6405 mg/day and the baclofen was 640.5 mcg/day. It was noted they first increased the dilaudid from 1-2 then she had ¿issues¿ and ¿confusion¿, so he decreased the medication to 1.5. No further complications were reported/anticipated or expected. Additional information was received from a healthcare provider (hcp) who indicated the patient was still currently in the hospital and she did not know if it had anything to do with the pump; from her understanding, the patient did have a pumpogram which was fine. No further complications were reported/anticipated or expected.